Event description:
Initially it was reported by arjohuntleigh representative that after bath, the resident was being removed from the bath and when the chair swang out of the bath tub the bath tipped towards. The carer two managed to push the bath back upright preventing resident from falling. Ref MFR # 9611530-2013-00163.